Event description:
It was reported that when the needle shaft was withdrawn from the patient, the metal needle and a portion of the shaft still attached was left protruding from bladder wall. The retained section was removed and returned for evaluation. The doctor obtained another of the same product to complete the procedure and no patient issues were reported. The doctor was injecting botox into bladder wall. Additional information was requested, but the doctor refused to provide any additional information.

Manufacturer narrative:
A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. Approximately 0.6 inches of the polycarbonate cannula and the needle were received. Measuring from nose of the hub of the needle, there is a kink in the polycarbonate tubing approximately 0.78 inches. The rest of the tubing is undamaged. Based on the appearance of the sample it is possible that the polycarbonate cannula was kinked at the end of the stainless steel tubing which caused the break. This type of failure is typical of the polycarbonate cannula being kinked at the juncture where the metal stainless steel needle connects to the cannula. The instructions for use (IFU) states that product catalog number 652200 should be used for the injection of contigen. The labeling does not address the use of any other materials. The IFU for this product is a part of the contigen treatment syringe IFU. There is no independent IFU for the use of this needle as a stand alone injection needle. The implant is indicated for transurethral injection in the treatment of adult women diagnosed with stress urinary incontinence due to intrinsic sphincter deficiency. In addtion, the instructions for use of the implant material state the injection method requires the use of needles specified in the labeling. The needle being used was not one of those specified for use with this bulking material.baseline report previous filed.